Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the empty syringe (possible polymer leak), transient hypotension, caudal movement of the aortic body and the deliberate cephalad repositioning post mid crown deployment were unable to be confirmed with the medical records and imaging available for review. Only one (1) operative note was available for review. Ballooning against the polymer rings was confirmed. There were no procedure related harms identified. On 06aug2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On 06may2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture. A field safety notice (fs-0009) was released on 8/6/2018 to communicate the risk of polymer leak events with the ovation device under circumstances in which the device is not used in accordance with the device instructions for use.

Event description:
An ovation ix abdominal stent graft system was implanted emergently for the treatment of an abdominal aortic aneurysm (aaa). It was noted that the patient had a low base line blood pressure prior to the implant procedure. The aortic body stent graft was positioned and deployed; it was noted that the device was manipulated proximal after the proximal stent mid-crown deployment. During cannulation of the contralateral gate, the patient experienced hypotension and the polymer syringe was observed to have emptied indicative of a intravascular leak of polymer. The patient was treated for a hypersensitivity reaction per the device instructions for use (IFU) and the patient was stabilized. The remainder of the case was completed without incident. The aneurysm was successfully excluded and the conclusion of the implant procedure and the patient will continue to be monitored.